Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycaemia [hyperglycaemia] insulin did not come out with pen needle plus for several times [device failure] as the dial was set to 10iu but stopped in 7(incorrect dose administered). [Device delivery system issue] case description: this serious spontaneous case from japan was reported by a consumer as "hyperglycaemia(hyperglycaemia)" with an unspecified onset date, "insulin did not come out with pen needle plus for several times(device failure)" with an unspecified onset date, "as the dial was set to 10iu but stopped in 7(incorrect dose administered).(inaccurate delivery by device)" with an unspecified onset date, and concerned a female patient (age not reported) who was treated with novofine plus 4mm (32g) (needle) from unknown start date for "device therapy" and a novo nordisk suspect product insulin (insulin) from unknown start date for "type 1 diabetes mellitus", patient's height, weight and body mass index was not reported. Dosage regimens: novofine plus 4mm (32g): insulin current condition: type 1 diabetes mellitus. Current condition: type 1 diabetes mellitus(duration not reported) . On an unknown date, the patient reported that insulin did not come out with pen needle plus for several times. After pen needle plus was initiated to be used, the patient developed hyperglycaemia frequency, and the blood sugar level (blood glucose) sometimes became 500-600mg/dl. On an unknown date, ss the dial was set to 10iu but stopped in 7, the needle was changed to a new one, and insulin was administered at 7iu (incorrect dose administered). Two hours after insulin was administered, the blood sugar level(blood glucose) became high. The patient reported that the needle was pen needle plus. Previously, pen needle had been used. Batch number of novofine plus 4mm (32g) and insulin was unknown. Action taken to novofine plus 4mm (32g) was not reported. The outcome for the event "hyperglycaemia(hyperglycaemia)" was unknown. The outcome for the event "insulin did not come out with pen needle plus for several times(device failure)" was not reported. The outcome for the event "as the dial was set to 10iu but stopped in 7(incorrect dose administered).(inaccurate delivery by device)" was unknown. No further information available. Preliminary manufacturer's comment: 20-sep-2023: the suspected device novofine plus needle has not been returned to novo nordisk for evaluation. Relevant information on drug delivery device and insulin used, batch number of needle, training from health care professional on injection technique and proper device storage are unavailable. No conclusion reached.

Event description:
Case description: investigation results: novofine plus 4mm (32g) - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation results updated. Annex b, c, d and g codes added. Narrative has been updated accordingly. No further information available. Preliminary manufacturer's comment: 20-sep-2023: the suspected device novofine plus needle has not been returned to novo nordisk for evaluation. Relevant information on drug delivery device and insulin used, batch number of needle, training from health care professional on injection technique and proper device storage are unavailable. No conclusion reached. H3 continued: evaluation summary: novofine plus 4mm (32g) - batch unknown; no investigation was possible, because neither sample nor batch number was available.